Event description:
The physician was performing a therapeutic procedure on a pt, during which the physician was attempting to replace the enteral feeding device's button that had been placed 3 to 4 months previous. When the dr attempted to remove the device, the bumper portion detached from the button; it then fell into the pt, and was not removed from the pt. Another enteral feeding device was successfully placed in the pt. The physician allowed the detached bumper to remain in the pt, as he felt that it would be eventually eliminated from the pt via defecation.